Manufacturer narrative:
On april 26, 2024, mentor became aware that the left side replacement device used on (B)(6) 2024 was catalog number 3502751bc; serial number (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture. D6b explantation date: (B)(6) 2024. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 28-year-old caucasian female patient underwent primary breast augmentation with 275cc mentor memorygel breast implant and experienced breast implant rupture on her left side postoperatively; diagnosed in the office via MRI scan. It was reported that the patient was involved in a car accident. The patient has consulted with the healthcare professional. As a result, the patient is scheduled for surgery on (B)(6) 2024.

Manufacturer narrative:
On may 13, 2024, the mentor failure analysis lab received the device for evaluation. On may 15, 2024, device evaluation was completed as follows: mentor conducted visual inspection. Visual analysis of the returned sample revealed that the sm mpp gel 275cc breast implant was found to be ruptured, received in two (2) parts. The evaluation determined that the possible cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On april 30, 2024, mentor became aware via operative report received on april 26, 2024 aware that the patient also experienced capsular contracture before the car accident and afterwards, the implant was soft. Hence, coding has been updated accordingly under section h. Reason for device explant and/or reoperation: left rupture, and capsular contracture; baker grade unknown manufacturer¿s reference number: (B)(4). Patient also suffered capsular contracture was mistakenly not reported under previous submission.